Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the homechoice cassette and a piece of plastic fell off. This occurred during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye did not note any damage or any issues in the cassette component; however, excess trim sheeting on the outside of the cassette was observed. Functional tests were performed which included leak, clear passage and clamp function tests, no additional issues or leaks were observed. The reported condition of crack in the cassette was not verified, however, the sample did not meet specification due to the excess sheeting on the outside of the cassette component. The cause of the condition was determined to manufacturing related due to static electricity during the sheeting trim process which could cause scrap sheeting to attach itself to the cassette sheeting leaving a layer of double sheeting on the cassette. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.